Event description:
It was reported that, right after pump implant, the patient was at a dose of ¿300.¿ the patient woke up from implant surgery in the intensive care unit (ICU) and was paralyzed from the neck down. She was in the hospital for 3 months. It ¿almost killed her.¿ after the paralysis, the patient went to rehabilitation and ¿they kept going in the wrong direction and then they went back¿, ¿they went higher¿ and ¿they didn¿t know what they were doing.¿ the patient wanted to decrease the dosage and the healthcare provider (hcp) wasn¿t understanding what she was saying, so the patient went to a different pain management doctor that she saw previously. She told this doctor that ¿this is too potent, even at the lowest dose.¿ the hcp told her that the dosage could be cut with the compounding pharmacy and the hcp set the dosage at a lower rate so she was getting ¿lower¿ medication. The hcp fixed it for the patient immediately. The patient was noted as receiving intrathecal baclofen therapy.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).